Event description:
Healthcare professional reported rupture confirmed via mammogram/ultrasound and capsular contracture baker grade IV. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported rupture confirmed via mammogram/ultrasound and capsular contracture, baker grade IV. Affected side is right. The device remains implanted.